Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic left upper lobectomy procedure, the staple did not form completely and there was oozing blood and the handle has a skidding sound. Replaced the handle to complete the procedure. It was also reported that the surgeon manual sutured the anastomosis.